Event description:
PICC associated thrombus likely due to incorrect PICC placement. PICC placement was verified by sherlock 3icg technology from bard access systems, PICC was deep in the ra likely sheering wall and causing mural thrombus, which is possible culprit for paradoxical emboli causing stroke in the patient.